Event description:
Same case as MDR ID#: 2134265-2013-03726 and 2134265-2013-03737. It was reported that during a percutaneous coronary intervention (pci), pullback stopped. Access was obtained via radial artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. An ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. When starting to perform pullback, an abnormal sound was heard from the mdu and the pullback was stopped. The procedure was completed with a different device. No complications reported. The patient's condition stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).